Manufacturer narrative:
A ge representative evaluated the system and retapped the transformer. System operates as intended.

Event description:
Customer reported the system alarmed when plugged into an outlet in the ER, but was fine when plugged into an outlet. No pt injury was reported.